Manufacturer narrative:
A ge representative evaluated the system and replaced the ccd camera and the x-ray tube head. System operates as intended.

Event description:
The customer reported, the monitor is not displaying an image when exposures are taken. No patient injury was reported.